Event description:
It was reported that a break in the lead was visible through fluoroscopy. High threshold was also noted. Lead was capped and replaced. The patients status is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.